Manufacturer narrative:
Medwatch fields d1-d4, g1, and g4 were updated. The field service engineer found that the ise sipper nozzle was blocked. He cleaned the sipper nozzle and vacuum nozzle, decontaminated the ise module, ran mechanism checks, ise checks, calibration, qc, and precision. All results were within the customer specifications. The investigation determined that the service actions resolved the issue.

Event description:
There was an allegation of questionable results from the cobas pro ise analytical unit. The initial sodium result was 150 mmol/l. This result was questioned by the ER doctor. The repeat result using a cobas c503 analyzer was 141 mmol/l.

Manufacturer narrative:
The cobas pro ise analytical unit serial number was (B)(6) the investigation is ongoing.